Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the trial scs implant procedure the physician experienced difficulty accessing the epidural space and the patient was moving on the table. Reportedly, the procedure was painful to the patient. As a result, the physician abandoned the procedure.

Manufacturer narrative:
Implant date was inadvertently reported in the initial report. No device was implanted as the procedure was abandoned.